Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient wasn't sure if they should have gone this route because they had gotten botox 6 weeks ago, and in the last 2 weeks, thought they had an improvement, but the doctor stated no because the patient was retaining fluids. The patient had a uti which could have played a role with their symptoms. Additional information was received two days later. The patient had been having lower back pain that seemed to be getting worse, and had a uti and was on the last day of medication. Additional information was received on (B)(6) 2017. The patient felt there were no change in symptoms the last 24 hours, and they were the same. No further complications were reported/anticipated.